Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received via phone on 6/19/2017. It was reported that the fungal infection has resolved.

Manufacturer narrative:
The lot number was not provided and the complaint sample was not made available for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).

Event description:
As reported initially by an eye care provider (ecp) via email on (B)(6) 2017, four consumers experienced a fungal infection in the iris. Additional information was received via email on (B)(6) 2017. The ecp reported that the location of the infection for the consumers was variable and could not provide more details. The reporter stated that the infection required unspecified treatment, for which the consumer was still using. It was reported that the infection was "controlled," with the consumer returning for follow-up examination with the ecp at a later date. Additional information has been requested but not yet received.